Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) the patient reported that ten infusion sets fell off during use over the last month. The infusion set in use for 1 to 2 days. The customer confirmed that he was experiencing frequent and/or recurring infusion set issues. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1894465 - MDR 3003442380-2024-09882 - device 3 of 10 e1: patient country: (B)(6)